Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion sets fell off during use due to adhesive issues event on 07 apr 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.